Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3093-33, lot# v226714, implanted: (B)(6) 2009, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep). The patient was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that their device was not working and that their urinary symptoms had returned. It was indicated that the rep was unaware of any issues with external, environmental, or patient factors. An electrode impedance test was run and all electrodes were greater than 4000. Each electrode was tested to see if the patient felt paresthesia but no paresthesia was felt by the patient. It was indicated that it was discussed with the healthcare professional (hcp) that a revision would be needed to resolve the issue and surgical intervention was planned but had not been scheduled at the time of report. Additional information was received from the rep. The rep reported that the cause of the device not working was not known and that each electrode was tested but no stimulation was felt by the patient, stimulation was not achieved. No further complications were reported or were expected.